Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include nausea, hyperglycemia, vomiting, excessive thirst and confusion and altered mental status. The patient reports their controller is no longer holding a charge and would no longer power on. The patient was taken by ambulance to the hospital. Once at the hospital the patient was placed in the intensive care unit. The patient was treated with intravenous fluids and insulin. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.